Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation, the battery charger/modem was resetting. The cause for the failure was isolated to an open y1 crystal oscillator on the bedside pca. The root cause for the defective y1 oscillator could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that the charger was resetting.